Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving saline via an implantable infusion pump for an unknown indication for use. It was reported that the patient experienced a lack of effective therapy. It was noted that the pump had been flipped and twisted and the catheter was knotted up and twisted due to the pump flipping/twisting. It was reported that the patient flipped their pump. The catheter access port was entered but they were unable to aspirate. The catheter was explanted on (B)(6) 2019. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.